Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that device had triggered eri. Upon review in clinic, premature battery depletion was observed. Patient was asymptomatic and no adverse events occurred due to the battery depletion. The device was explanted and replaced. Patient was in stable condition during and after the procedure.